Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-02247, 0001822565-2018-02250, 0001822565-2018-02248, 0002648920-2018-00317. Concomitant medical products: part number/description/lot code: 00631005836 liner 60802380, 00785801557 sleeve vh proximal 60649450, 00785901500 centralizer 07888662, 00785701500 femoral stem 61104305, 00620205820 shell porous 61049202, 00625006525 bone scr 6.5x25 self-tap 61185883, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 61185883, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61077213. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that there was a acute blood loss during a procedure requiring multiple blood transfusions. Attempts have been made and no further information is available at this time.